Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported that the user hit his head during sport practice. The user was re-implanted on (B)(6) 2019. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been reimplanted. As per the explant report the user hit his head during sport. Further information has been requested.